Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 4 years 7 months post implant of 3dmax, patient was diagnosed with nerve damage, hernia recurrence, inflammation & pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, pain & inflammation as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the 3dmax (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6)2006 - patient was diagnosed with patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of two 3dmax mesh (right - device #1 & left - device #2). Per operative notes, ¿the right inguinal hernia was reduced and a 3dmax mesh (device #1) was placed in adequate positioning. Next, left inguinal hernia sac was dissected freely and a 3dmax mesh (device #2) was placed into the defect and tacked.¿ (B)(6)2011 - patient was diagnosed with recurrent right inguinal indirect hernia, pain thereby underwent laparoscopic repair with implant of perfix plug (device #3). Per operative notes, ¿a significant amount of scar tissue was encountered. A perfix plug (device #3) was placed into the direct defect and sutured. Then, the overlying previous 3dmax mesh (device #1) that had been opened was closed over this with sutures.¿ (B)(6)2011 - patient was diagnosed with chronic right inguinodynia thereby underwent removal of 3dmax mesh (device #1) and perfix plug (device #3), right orchiectomy, recurrent hernia repair with biosynthetic mesh, inguinal neurectomy. Per operative notes, ¿the plug was rock-hard and easily palpable. The ilioinguinal and iliohypogastric, possibly genital branch of the genitofemoral nerve was removed. The 3dmax mesh (device #1) and perfix plug (device #3) was completely excised and removed. The testicle was removed from the scrotum. A biosynthetic mesh was placed and sutured.¿ attorney alleged that the patient had loss of testicles, pain and emotional injuries.